Event description:
It was reported that the patient underwent a rib fixation surgery and towards the end of the surgery, the clamp on the plate holding forceps broke-off while being applied to the patient¿s rib by the surgeon. There was no surgical time delay reported. There was another instrument available and the surgery was successfully completed without any surgical/medical intervention. There was no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. Device is an instrument and is not implanted/explanted. A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.